Manufacturer narrative:
Additional information: section h4 - device mfg date updated from blank to 8/1/2015. The field service representative (fsr) inspected the instrument, performed trouble shooting, and resolved the issue by replacing the reagent probe - r1a/r2b (l). No additional discrepant result issues have been reported since the reagent probe was replaced. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the reagent probe - r1a/r2b (l), did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) , or the reagent probe - r1a/r2b (l) was identified.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c16000 processing module for approximately 15-20 patient samples. Data was provided for 2 samples as follows (customer¿s reference range 1.6-2.6 mg/dl): (B)(6) 2024 initial = 6.85 mg/dl, repeat on the same instrument = 1.99 mg/dl, repeat on a different instrument = 1.89 mg/dl. No impact to patient management was reported.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c16000 processing module for approximately 15-20 patient samples. Data was provided for 2 samples as follows (customer¿s reference range 1.6-2.6 mg/dl): (B)(6) 2024 initial = 6.85 mg/dl, repeat on the same instrument = 1.99 mg/dl, repeat on a different instrument = 1.89 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.